Event description:
A report was received stating that the listed tracheostomy tube cuff was too small and did not appropriately fit/seal the pt's airway causing a significant leak around the tracheostomy tube cuff. The tracheostomy tube was replaced emergently. Allegedly, an examination of the removed device found the device did not match its respective packaging. The device received was a 9.5mm tracheostomy tube when the packaging indicated a 5.0mm tracheostomy tube. The packaging was not retained. No permanent injury occurred.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a f/u report detailing the results of the eval.